Event description:
It was reported by service report that outer base tube weldment has a stress crack. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: outer base tube weldment.